Manufacturer narrative:
Hologic technical support (ts) reviewed logs and did not observe any sign of reagent preparation or instrument issues. Ts noted the samples with lower rlus had lower analyte signal, but no overall kinetics issues were observed. Ts provided review to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4)aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported an increase in low positive samples on their sars-cov-2 tma runs using assay lot 290566 on panther instrument sn (B)(4) and questioned their validity. Hologic technical support (ts) reviewed wl 001374-20210511-01, which had 2 positives out of 158 samples, 1 of which was a low positive (800 rlus). The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.